Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with 30 bd vacutainer® k2e 3.6mg plus blood collection tubes the tubes overfilled. There was no report of patient impact. The following information was provided by the initial reporter, translated from polish to english: 368841 lot 2245702 some of them are defective. After connecting them to a vein, the amount of blood flowing into the tube significantly exceeds the acceptable range.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-03-02. H6: investigation summary: bd received 200 samples and 3 photographs from the customer in support of this complaint. 20 returned samples were functionally tested and the issue of overfill was observed as 14 out of 20 returned tubes drew above the higher specification. An evaluation of the attached photographs was performed and the reported issue of overfill was observed. Additionally, 20 retained samples from the bd inventory were functionally tested the issue of overfill was not observed as all 20 tubes drew within specification. Bd was able to confirm customers indicated failure mode based on the photographs provided and returned samples test results, however retained samples test results were satisfactory. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported that during use with 30 bd vacutainer® k2e 3.6mg plus blood collection tubes the tubes overfilled. There was no report of patient impact. The following information was provided by the initial reporter, translated from polish to english: 368841 lot 2245702 some of them are defective. After connecting them to a vein, the amount of blood flowing into the tube significantly exceeds the acceptable range.